Event description:
During the evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2013, at 12:40:32. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The iipv event was confirmed through an event history log review. The cause could not be identified. If additional relevant information is obtained, then a supplemental report will be submitted.